Manufacturer narrative:
The product was returned to biosense webster for evaluation. Bwi then conducted a visual inspection and microscopic examination of the returned device. Device evaluation details: the device was inspected, and the hemostatic valve was not found in the hub component. No silicone ring and no dilator were found. The functional test was performed, in accordance with bwi procedures. A vessel dilator and stsf catheter were introduced into the vizigo sheath and some resistance was felt during the testing. The instructions for use contain the following recommendations: prior to inserting the device into the patient, pre-assemble the sheath, dilator, and stylet on the table. Advance the needle through the dilator and check for excessive resistance as the tip of the needle advances through the curvature of the sheath/dilator assembly. If resistance is encountered, do not use excessive force to advance or withdraw the catheter through the sheath. According to the odp (optimal device performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur." A device history record review was performed for the finished device 00001864 number, and no internal actions related to the complaint were found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
A patient underwent an ablation procedure with a carto vizigo¿ 8.5f bi-directional guiding sheath - medium for which biosense webster¿s product analysis lab identified that the hemostatic valve was not located within the hub component. No silicone ring or dilator were found as well. The finding was identified on (B)(6) 2022. It was initially reported by the customer that during the procedure that after having some issues advancing the dilator through the vizigo sheath, the sheath was placed into the patient's body and when the dilator was removed there was a lot of blood backflow that came out of the sheath. The hemostatic valve had not separated but the sheath was replaced due to the blood backflow. This device had already reported in manufacturer report number 2029046-2022-00398. The currently report is for the replacement vizigo, in which the surgical team had the same issue advancing the dilator. The vizigo sheath was replaced with an agilis sheath and that is how the procedure was completed. No patient consequences were reported. Resistance with sheath is not MDR-reportable. Hemostatic valve separation is MDR-reportable.